Event description:
It was reported the pt was admitted to the hospital due to a heart attack. Allegedly, the heart attack was not related to the scs system. Since the event, he has been unable to receive stimulation. The charger and programmer can no longer locate the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. The pt does not want to undergo an ipg replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.